Event description:
It was reported that patient had increased spasticity which was believed to be catheter related. During surgery, the dye "finally got through." The pump was replaced "just in case." The patient recovered without sequela. Drug delivered via the device was lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. In regards to the catheter, the manufacturer received theproximal segment and 40 degree connector. Analysis of the catheter revealed no significant anomalies.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: (B)(6) 2011; catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.